Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was found clogging the air/water channel of the device. The customer's originally reported issue was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that their evis exera iii colonovideoscope had a clogged air channel. Upon inspection and testing of the returned unit, foreign material was found clogging the air/water channel of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the suggested event ¿a/w channel was clogged¿ was confirmed, and the specifications and functions were not satisfied. The foreign material could not be identified as well as the cause of the residual foreign material. However, user handling was cited as probable cause. Additionally, it was unknown whether reprocessing was conducted in accordance with IFU. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The suggested event is detectable and preventable by handling the device in accordance with the following IFU. Gif/cf/pcf-190 series operation manual provides the detection way in chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual provides the preventive measures in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.